Event description:
It was reported that the tps handpiece cord was being used with a handpiece during a procedure when the device ran without user activation. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.